Event description:
It was reported that the customer's pump screen was unresponsive and dark, while the red led continued to flash and the pump beeped and vibrated periodically. There was no adverse impact to the customer¿s blood glucose level, with levels reported to range between 54-500 mg/dl. Customer was advised to switch to multiple daily injections as a temporary backup therapy. Technical support agreed to replace the malfunctioning pump and instructed the customer on returning it using a pre-paid label. Additionally, guidance was provided on how to put the pump into storage mode before returning it.